Manufacturer narrative:
A follow up was made with the amo technical support specialist (tss) to confirm that the reported suction break was after the laser fired. Tss stated that it seems that the event occurred right as the doctor pressed the footswitch (prior to starting the flap) which would deduct a procedure from their system, but it would not impact the patient¿s treatment or outcome. Tss did not have actual facts supporting this statement as the customer contact was unsure when the event occurred. Per tss, the customer confirmed that there was no impact to the patient at all. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction breaks with an intralase patient interface (pi) after the laser fired and had called for treatment reimbursement. No impact to patient or problem with system.